Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party agent first evaluated the device and verified the failure. The device was sent to physio-control failure analysis center for further evaluation. Physio-control evaluated the device and verified the reported failure. Physio-control further evaluated the analog pcb and observed that legs 1 to 4 of the inductor designator l1 were opened. The cause of the reported failure was due to an inductor, designator l1, located on the analog pcb.